Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2019 with a high blood glucose levels of 17 mmol/l. It was reported that the customer was also experiencing low blood glucose levels. It was reported that the customer was sick for a while and there was a problem with his sensor on his insulin pump as he was not getting proper readings with it. It was reported that the customer was having extreme lows and his blood glucose level was 10.2 mmol/l and that should have allowed him to get in bed and wake up with 6 mmol/l to 7 mmol/l. It was reported that at 2:30 am the customer was having low blood glucose levels of 2.1 mmol/l. It was reported that the customer treated low blood glucose levels with food. It was reported that the customer was using the insulin pump system within forty-eight hours of incident. Troubleshooting was performed. It was reported that the drive support cap was normal. It was reported that the customer had symptoms related to low blood glucose levels included which were finger were really stiff and his hands were not responding. It was reported that the customer called the paramedics and was taken to the hospital. It was reported that the customer was treated with intravenous drip. It was reported that the customer does not alleged that the insulin pump was under delivering insulin. It was reported that the customer usual peak and lows. It was reported that the customer woke up in the morning around 22 mmol/l. It was reported that the customer always controlled his blood glucose levels with manual injections. It was reported that the customer was delivering a lot of insulin, almost the double or triple of what the customer actually needs. Product is not expected to return for analysis.